Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the anterior side assessed as surgical damage and a delamination total of the valve (adhesive failure) additional observations: creases observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.